Manufacturer narrative:
H3-device evaluation: the lens was returned with moisture in a micro-centrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
B5-additional information: on (B)(6) 2022 the lens was exchanged with a same size different model lens and the problem was resolved. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -6.5 diopter into the patient's left eye (os) on (B)(6) 2021. The surgeon reports refractive surprise. The cause of the event is reported as other: "astigmatism and keratometry from the start." The reporter states that possibly the surgeon underestimated the astigmatism-keratometry gives a cylinder of 1.4.

Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).